Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork has not been completed. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to: endoleak, improper component placement, and occlusion of native vessel. Add'l gore device related to this event: (B)(4).

Event description:
On (B)(6), 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, a reintervention occurred to treat a proximal type-1 endoleak. The hypogastric artery was covered when a gore excluder aaa aortic extender endoprosthesis had to be deployed in the common iliac artery after it got caught inside the implanted graft and could not be removed due to tortuosity. The leading olive broke off prior to deployment of the graft, but was removed with the wire after deployment. Two additional aortic extenders were placed during the procedure, which appeared to resolve the endoleak. The pt was stable upon completion. No further complications have been reported.